Event description:
The customer reported the collimator closed by itself while flouring. No patient injury.

Manufacturer narrative:
The service rep replaced ffb pcb, tested system, system functions normally at this time.